Event description:
A customer reported a cartridge alarm labeled as 30. The event had no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, the customer loaded a new cartridge and was able to resume insulin therapy without further complications.